Manufacturer narrative:
This report is submitted june 19, 2018.

Event description:
Per the clinic, the patient experienced pain at the implant site resulting in the decision to electively explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.